Event description:
This is filed to report the gripper actuation issue. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. While attempting to capture the leaflets, the xtw clip anterior gripper would not lower. Troubleshooting was performed but was unsuccessful. A replacement device was then used to complete the procedure successfully reducing the mr to grade 1+. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.